Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device implantation, the shunt did not function properly due to clogging, and the patient experienced increased intraocular pressure (iop). The surgeon performed an additional procedure to explant the shunt. Additional info has been requested.